Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable alarm and over delivery. The res volume was 8.2 ml, total volume programmed was 102 ml with 1.6 ml for prime tubing, and only a couple drops of medication was left remaining. It was unknown if there were any adverse patient effects.